Event description:
Pulling trocars out at end of lapcholerystectomy, user wanted to look back in because they saw something, metal sleeve with pointed end had been pulled off trocar and was inside pt. Trocar sleeve was finally removed.